Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose over 600 mg/dl and needed assistance with insulin pump programming. The customer also reported that they were hospitalized due to non-diabetes related. The customer was assisted during the call. The insulin pump will not be returned for analysis.